Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material. As the foreign material was bigger than the inner diameter of the air/water nozzle, it had likely entered inside through the air/water channel, which resulted in the clog. The cause for the material entering the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Attempts were made to obtain additional information regarding the customer's allegation but details were unknown, no new information was provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was able to be confirmed. During the evaluation, it was observed that there was a loss of watertightness due to lack of maintenance of the zoom lever caused by external factors. Upon further inspection, it was observed that a foreign object was clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle was insufficient due to the elongation of the angle wire. It was also observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. Wrinkles were observed in the insertion tube due to external factors. Corrosion was observed in the operation part due to water leakage. Poor insulation performance at the tip was recognized due to peeling of the adhesive on the curved rubber. It was observed that the adhesive of the curved rubber was also missing. It was observed that the adhesive of the objective lens and lighting lens had come off due to handling. It was also observed that the suction cylinder was scraped due to external factors. It was observed that the universal cord had wrinkles and liquid leakage. Lastly, scratches were observed on the following unit components due to external factors: the insertion tube, operation part, tip cover, switch box, up and down knob, up-down angle fixing lever, right and left knob, universal cord, scope connector side of the universal cord, right-left angle fixing knob, operation unit cover, the grip, scope connector and on the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had air leakage from the operation part. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.